Event description:
Spontaneous call spoke with pt regarding infusion issues. Pt states he is trying to draw up medication into the syringe but nothing is coming out. He has changed the min spike but getting same results. I asked to unscrew the syringe from the needle spike, draw air into the syringe, then inject that into vial through, mini spike. Pt unscrewed the syringe but states he is not able to draw air into the syringe, advised to use a different syringe that resolved the issue. Reported to (B)(6).